Event description:
Report of an unexpected death while device was in use: the pt was receiving pain management therapy to manage post surgical pain related to a cesarean section delivery. The pump was programmed in the pca only mode delivery to deliver morphine sulfate 5.0mg/ml with a 2.0mg pca dose available every 6 minutes as needed and a 30.0mg 4 hour limit. According to the customer contact, the pt was found non-responsive and without a pulse when the nurse attempted to wake pt for a night time feeding. A code was immediately called and resuscitation attempts were unsuccessful. There was no info available related to the volume of morphine in the vial/syringe at the time of event. Though requested, there was no additional info available.